Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with a competitor's right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. There was noise on the electrogram (egm) and the market channel. The cause of high pli was not determined. The patient was checked at the clinic and the lead was obviously fractured. The field representative reported that a chest x-ray was not done and the patient could not get clearance for extraction and revision. At this time, the device was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.